Event description:
During attempted implant, loss of capture was observed on the right ventricular (rv) lead. Lead repositioning was attempted but was not possible. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.